Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. It was also reported that the customer experienced an elevated blood glucose (bg) level was "high", although a specific value was not given. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.